Event description:
It was reported that arteriotomy closure of a moderately calcified right common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, the sutures on the proglide were not attached. A starclose se was also attempted; however, after uneventful deployment arterial bleeding was still observed. Hemostasis was achieved using manual arterial compression. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide and starclose se devices. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The starclose se device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that both cuffs successfully captured the needles during plunger deployment. However, the link was pulled from the swage end of the posterior cuff during the needle plunger retraction, which subsequently resulted in a failure to retrieve the suture, as reported. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. The link pull suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. The suture was returned intact. There was no indication that it was dragged through the device or suture bearing while retracting the needle plunger, which could have contributed to the observed link pull. During device evaluation, the plunger was inserted and retracted without any observable resistance. Possible contributing factors for the reported suture retrieval experience include, but are not limited to, manufacturing, challenging anatomical conditions, and deployment technique. Every link assembly is inspected and tested for proper assembly during manufacturing. The reported moderate calcification in the artery could have contributed to a link pull; however, this could not be confirmed. The proglide instructions for use state: the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Regarding deployment technique, there was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could have caused the link to be pulled from the swage end of the posterior cuff. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the reported failure to retrieve the suture and observed link pull from the swage end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. Review of the finished device history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot product quality deficiency.